Event description:
End-user claims that he got an infection from wearing the bandage in (B)(6). End-user claims he cleaned the wound with alcohol and used neosporin. After cleaning the wound and changing to a different brand of bandages the wound started to heal. In october, manufacturer received subsequent communication from end-user claiming he has a car and disfigurement on his leg from the incident.

Manufacturer narrative:
Manufacturer originally evaluated complaint and made a decision that no reporting was required since the end-user stated that he did not receive medical treatment and was healing. Pictures went at the time showed a healing wound. On (B)(6) 2012, manufacturer received another communication from the end-user now claiming scarring and disfigurement. No pictures were sent; however, based on this new information, a decision was made to file the MDR.